Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. This device was checked in 2019 and showed the estimated battery longevity of 7.5 years remaining. In 2020, this device showed an estimated battery longevity of 2.5 years remaining. Recently, the estimated battery longevity remaining decreased to about 7 months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. This device was checked in 2019 and showed the estimated battery longevity of 7.5 years remaining. In 2020, this device showed an estimated battery longevity of 2.5 years remaining. Recently, the estimated battery longevity remaining decreased to about 7 months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. This device was checked in 2019 and showed the estimated battery longevity of 7.5 years remaining. In 2020, this device showed an estimated battery longevity of 2.5 years remaining. Recently, the estimated battery longevity remaining decreased to about 7 months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.